Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with another point-of-care (poc) and the lab. Results as follows: date: (B)(6) 2012; inratio: 4.7; poc: 1.7. Date: 04/02/2012; 7.4; lab: 1.8. Pt's therapeutic range: 2.0 - 2.5 inr.